Event description:
It was reported that an ilet device had a cracked screen and was determined to require replacement, with the device no longer considered water resistant and its functionality in question. Symptoms included no impact to blood glucose. Outcomes included shipment of a replacement device, instructions to back up therapy data to the mobile app, and guidance that ilet therapy data would not transfer while cgm data could still be received. Investigation included review of customer report and coordination of replacement logistics and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with a broken or cracked screen, with no reported malfunction affecting blood glucose readings. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device¿s screen.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."